Manufacturer narrative:
The technician discovered that the electronics pan was not seated properly on one side. The technician properly seated the electronics pan to the intermediate frame. Upon completion, the device performed normally. The issue was resolved and the account returned the device to service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has unintentional movement of reverse trendelenburg.